Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture and sensing anomaly, due to lead dislodgement. The lead was capped and replaced. The patient did not experience any adverse consequences.